Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a closure of a right common femoral artery using two prostyle devices after an interventional percutaneous coronary intervention procedure with a 6fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture retrieval issue was confirmed as a link separation lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the observed link separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 - lot #: updated from 3032841 to 3040442. D4 - expiration date: updated. D4 - primary UDI number: updated. H4 - device mfg date: updated.